Event description:
It was reported that the patient presented for follow up. The patient had experienced an episode of ventricular tachycardia (vt) that progressed to ventricular fibrillation (vf) due to under-sensing exhibited by the implantable cardioverter defibrillator (ICD). Although high voltage therapy was delayed, the device successfully converted the patient back to sinus rhythm. Programming interventions were made. The patient was stable.

Manufacturer narrative:
Correction: h6.

Manufacturer narrative:
Correction: h6.